Manufacturer narrative:
Please note that the following was missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2017-00924. Expiration date.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00922, 3005168196-2017-00923. The coil was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (sch1). During the procedure, the physician successfully deployed and detached a smart coil using the sch1, however the physician experienced difficulty removing the proximal end of the pusher wire from the sch1. After multiple attempts manipulating the wire and sch1, the pusher wire was removed from the sch1. This occurred with two additional smart coils, however the procedure was completed using the three smart coils and the sch1. There was no report of an adverse effect to the patient.